Event description:
It was reported that a third overdischarge condition was confirmed on the patient¿s implantable neurostimulator (ins). It was also reported that they were unable to read the device and that the patient was not able to recharge. It was noted that a physician mode recharge (pmr) was performed and did not successfully reset the device. The patient stated that they had various external counter pulsations (ecp) done for their angina but they did not know of that could have affected the device. It was noted that the ins was turned off during the treatments. It was also reported that the ins was implanted for the treatment of the patient¿s angina. No diagnostics or troubleshooting were performed as it was noted that they were not required. The patient was referred for replacement of the device in the future. There were no reported patient symptoms or complications associated with the event. The patient status at the time of report was noted as ¿alive ¿ no injury.¿ additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3778-75, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
Final device analysis for the stimulator revealed that the battery had reduced capacity due to overdischarge. The ins was received with no telemetry. The last significant recorded recharge session done while the device was implanted was on (B)(6) 2013. The device was recharged for 1 hour and 40 minutes. The battery charged from 3.680v to 3.710v. The parameter trend diagnostic section of the trace report shows no patient usage after this recharge session. The battery discharged to the lock mode on (B)(6) 2013. A normal recharge was started manually after a physician mode recharge at body temperature with a 1cm spacer between the ins and recharge antenna. The recharger had full coupling and the ins recharged for 4 hours and 49 minutes from 2.010v to 3.985v. Final device analysis of the boot revealed no significant anomalies.

Event description:
It was further reported that as of (B)(6) 2014, the replacement had not yet occurred. It was further reported that the replacement occurred (B)(6) 2014. According to the patient, he had god paresthesia.